Event description:
It was reported that during a treatment procedure, the hydrophilic coating detached from the guide wire. This zipwire guide wire was selected and advanced to the target lesion; however, during the procedure, the guide wire became damaged losing its coating inside the patient. It was further reported that there was no possibility of removing the fragment during this procedure. Surgical intervention was necessary to take the coating out of the patient. Nothing was left inside the patient. No patient complication were reported and the patient's status is stable.

Event description:
It was further reported that the vascular accesses was obtained via crossing access. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified deep right femoral artery. The physician suspects that the guide wire became stuck under the plaque.

Manufacturer narrative:
Examination of the returned complaint device revealed that the specimen presents an overall length of 260.95cm and a finished diameter of .03315" to .03380". After injecting the dispenser assembly with approximately 10cc of room temperature (20o) blood-bank saline, the specimen was easily removed from the dispenser. The polymer jacket material presents cut/skive damage exposing the distal 22.5cm of the metallic core wire and missing polymer jacket material with several hesitation cuts to the polymer jacket material over the 4-6mm proximal of the primary skive damage. Aside from the skive damage to the polymer jacket material, the specimen coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x ¿ 18 inches, unaided, the visual and tactile surface appearance of the specimen met specification. Microscopically the specimen coating appears to be smooth and consistent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).